Manufacturer narrative:
Two fast-fix 360 straight needle delivery systems were returned for evaluation. No ts or suture were returned. Visual assessment of each device showed the actuator in its post t2 deployment position indicating a complete deployment. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. Although the failure mode cannot be confirmed, the described failure is related to a root cause investigation that has been opened to determine the root cause. (B)(4).

Event description:
It was reported that during a procedure, the t2 implant did not deploy after a successful t1 delivery. It was confirmed that everything was removed from the patient; no unsupported implants. The procedure was completed using a back up device. The operative delay was not specified. There were no post operative issues reported.